Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, facial cellulitis, was deemed to meet the serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for lot 100127162 was reviewed. A lot search was conducted on the reported lot an no similar events were noted.

Event description:
This spontaneous report was received from a brazilian dentist and concerns a (B)(6)-year-old female patient (weight (B)(6) kg, height 171 cm). She was injected with radiesse®, into the nasogenian groove, on (B)(6) 2020. Batch number was reported as 100127162. A lot search in the global safety database was conducted. Radiesse® was diluted. The patient was previously treated with fillers. The patients medical history included thyroid problems. Concomitant medications included thyroxine. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2020, 34 days after the treatment with radiesse®, the patient experienced a hard mass in the right nasogenian groove region, close to one of the injection sites. On (B)(6) -2020 and (B)(6) 2020, corrective treatment included an application of laser. No systemic antibiotic was prescribed and the patient was not hospitalized. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse®. Follow-up information was received on 11-oct-2020: the case was upgraded to serious. The event term hard mass was amended to hard mass/ nodule, and the coding remained unchanged. The event facial cellulitis was added. The reporter informed that in (B)(6) 2020, one day after the application of a saline solution into the nodule region, the patient had severe edema and visited the hospital. She was diagnosed with facial cellulitis. The patient was hospitalised for endo-venous medication. The outcome of the event facial cellulitis was unknown. The outcome of the events hard mass/ nodule remained unchanged.

Event description:
Follow-up information was received on 13-nov-2020: the reporter informed that the patient remained in the hospital for 5 hours. The patient was diagnosed with cellulite (near the canine fossa) and maintained cephalexin for 6-6 hours. The physician was unable to specify the cause of the adverse event, whether it was associated with radiesse®. In (B)(6) 2020, reported as one week prior to the report, the patient sent images to the physician and informed that she was better with the infection, but still had a nodule. Due to the provided information, the outcome of the events facial cellulitis was considered as and changed from unknown to resolving. The outcome of the event hard mass/ nodule remained unchanged.